Event description:
Revision surgery performed on a pt with a margron-dtc hip replacement sys due to aseptic loosening of the femoral stem and non-portland acetabular cup sys. Other pt symptoms unk. Pt revised using alternate MFR's total hip replacement sys. Device history records for the stem and neck are complete and conforming to design and mfg specs.

Manufacturer narrative:
The femoral stem was found to be aseptically loose. It was removed and replaced, alternate MFR's stem sys. Report rec'd from revising surgeon indicates no add'l issues with the primary implant. A review of the device history records for the stem and neck found them to be complete and conforming to design and mfg specs. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend was observed by the australian orthopaedic association in its national joint registry report of 2007. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001.